Manufacturer narrative:
(B)(6). The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The one-way valve, extender tubing and sheath dilator assembly were also returned for evaluation. Three kinks were found on the catheter tubing approximately 68.1cm, 70.1cm and 73.7cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. The returned sheath was measured and it was found to be within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) insertion in the ami patient, it was unable to pass through the sheath. The iab was replaced and therapy continued. There was moderate calcification noted in patient vessel. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). Correction: evaluation conclusion code from: "known inherent risk of procedure" to: "unable to confirm complaint". Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) /2017 during intra-aortic balloon (iab) insertion in the ami patient, it was unable to pass through the sheath. The iab was replaced and therapy continued. There was moderate calcification noted in patient vessel. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) insertion in the ami patient, it was unable to pass through the sheath. The iab was replaced and therapy continued. There was moderate calcification noted in patient vessel. There was no injury or harm to the patient.